Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed a system interconnection cable that was not properly seated. The cable was reseated to remedy the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's knob did not respond to selections. Complainant indicated that there was no patient involvement in the reported malfunction.